Event description:
The facility's tech reported an infusion pump with an 810:02 failure code. The tech stated they have no record of any pt incident involving the pump since the last baxter svc event. Device failure occurred during priming for pt use. Additional contact info was requested, but no provided.